Event description:
It was reported that the patient's right atrial lead exhibited low lead impedance and noise-oversensing resulting in false at/af episodes. On (B)(6) 2024, the lead was removed and replaced without incidence. The patient was stable.